Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the defects could not be identified, it was determined that the broken lens was likely caused by excessive force during use by the customer. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
Olympus was informed that the customer dual channel straight ocular angle ureteroscope has a broken component defect, ¿broken lens¿. The customer reported problem was found at procedure. No death injury or infection and no person or other was impacted has been reported to olympus.

Manufacturer narrative:
To date, no device has been returned. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.